Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent hip surgery using accolade hip components on (B)(6) 2005. It is further alleged that the patient was revised on (B)(6) 2012 and "it was discovered that, in fact, there was presence of gross heavy metal toxicity or metallosis, severe damage to the trunnion, and disengagement of the femoral head from the trunnion."

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as insufficient information was provided. However, the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent hip surgery using accolade hip components on (B)(6) 2005. It is further alleged that the patient was revised on (B)(6) 2012 and "it was discovered that, in fact, there was presence of gross heavy metal toxicity or metallosis, severe damage to the trunnion, and disengagement of the femoral head from the trunnion."